Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign matter was found to be organic silicone, but its origin could not be determined. Furthermore, it was confirmed that reprocessing was being carried out according to the procedure recommended in the instruction manual, so it was not possible to identify the cause. However, it is possible that the cleaning was insufficient and the dirt that had adhered during the case could not be completely removed and remained inside the nozzle. The event can be detected by following the instructions for use (IFU) sections which state: operation manual operation. [3.2 inspection of the endoscope] 9. Inspect the air/water nozzle at the distal end of the endoscope¿s insertion section for abnormal swelling, bulges, dents, or other irregularities. [3.6 inspection of function in combination with related equipment] - checking the cleaning function of the objective lens surface 1. Check that water flows over the entire endoscopic image when the spray button is pushed all the way (two-stage push) while covering the hole of the spray button with your finger. 2. While covering the hole of the spray button with your finger, push the button all the way to the end (1-step push), and confirm that water spray is sprayed over the entire endoscopic image. 3. When you release your finger from the spray button, visually check that the water stops flowing on the endoscope screen and the button returns smoothly to its original position. 4. Air comes out by covering the hole of the spray button with your finger. Make sure that this air removes most of the residual water on the objective lens surface and that the endoscopic image becomes clear. If additional information becomes available, this report will be supplemented accordingly. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the evis lucera gastrointestinal videoscope, experienced air and water flow issues. The issue was observed during preparation for use for an unspecified diagnostic procedure. The procedure was reported as completed. There was no report of patient or user harm associated with the event. Subsequently the device was returned and evaluated and it was discovered foreign matter was found within the nozzle. This medical device report (MDR) is being submitted to capture the reportable malfunction found during device evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation the customers allegation of air/water flow issues was not confirmed. However, it was discovered foreign matter was found within the nozzle. This was attributed to insufficient cleaning. The evaluation revealed the additional findings are as follows: (a.) Due to wear of angle wire, bending angle in up direction did not meet the standard value, (b.) Due to wear of angle wire, the play of up/down knob was out of the standard value (c.) An abnormal sound was made due to damage on right / left knob, (d.) The to wear on the lock engagement lever, the up/down knob could not be locked securely, (e.) Adhesive on bending section cover (a-rubber) had a chip, (f.) Adhesive on a-rubber had a crack, (g.) Adhesive on a-rubber had scratch, (h.) Due to clogging of nozzle, water removal ability did not meet the standard value, (I.) The switch 1 button had a scratch, (j.) The right/left knob had a scratch, (k.) The up/ down knob had a scratch, (l.) The lock engagement lock had a scratch, (m.) The lock engagement lever had a scratch, (n.) The plastic distal end cover had a scratch, (o.) The connecting tube had a scratch, (p.) The scope connector cover unit had a scratch, (q.) The indication on the suction connector was peeled, (r.) Protector of universal cord on suction connector side had a scratch, (s.) Protector of universal cord on control section side had a scratch, (t.) The universal cord had a wrinkle, (u.) The universal cord had a scratch, (v.) The image guide protector had a scratch, (w.) The forceps channel had a scratch, (x.) And the grip had a scratch. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.